Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('anxiety depression major pain'), anxiety ('anxiety depression major pain') and depression ('anxiety depression major pain') in a 32-year-old female patient who had essure inserted. On an unknown date, the patient had essure inserted. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), anxiety (seriousness criterion medically significant) and depression (seriousness criterion medically significant). The patient was treated with surgery. Essure treatment was not changed. At the time of the report, the pelvic pain, anxiety and depression had not resolved. The reporter considered anxiety, depression and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-mar-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('anxiety depression major pain'), anxiety ('anxiety depression major pain') and depression ('anxiety depression major pain') in a (B)(6) female patient who had essure inserted. On an unknown date, the patient had essure inserted. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), anxiety (seriousness criterion medically significant) and depression (seriousness criterion medically significant). Essure treatment was not changed. At the time of the report, the pelvic pain, anxiety and depression had not resolved. The reporter considered anxiety, depression and pelvic pain to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.